Event description:
A customer reported that a male patient was diagnosed with endophthalmitis and presented with light perception only (very limited vision) with visual acuity changed to 20/50, pain, conjunctivitis, vitritis and hypopyon in the right eye along with the presence of aqueous cell and aqueous fibrin post fourteen days from uncomplicated phacoemulsification surgery with iol procedure. Pre-operative medications were given to perform surgery aseptically and wound integrity was found to be intact after performing seidel test post completion of surgery. A culture was performed with no growth. Anterior chamber tap was performed along with intravitreal antibiotics injection but it was not effective. Post operative steroid, antibiotic and non-steroidal anti-inflammatory drugs (nsaid) were prescribed and the patient is under monitoring. Current status of the patient is symptoms continuing. This complaint is pertaining to one of the two patients reported with post operative infections from the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was not returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.